Event description:
It was reported that after an initial bunion surgery on 09-12-2022 all hardware was removed on 09-25-2023 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022 all hardware was removed on (B)(6) 2023 due to pain. It was further reported that the patient was a smoker, had very thin skin, soft bone, and the dorsal plate was exposed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, it is possible the patient's poor bone quality and/or post-op activity could have contributed to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate.